Event description:
Procedure: dental. According to the reporter: during a biopsy for a deep lesion of the right side retro molar trigone under general anaesthesia the needle broke (at 3/4 of its crimping site). An x-ray was used to retrieve the small piece which was set inside the soft tissue of the internal face of the cheek of the patient. The operating room time was extended by 1 hour.

Manufacturer narrative:
(B)(4).